Manufacturer narrative:
Exact date of the reported endoleak is unknown with currently available information, (B)(6) 2017, when this literature was published, is determined to be the date of event. Date of initial implant exact date of initial implant procedure is unknown with currently available information, (B)(6) 2017, when this literature was published, is determined to be the date of initial implant. A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
In a literature review, the following information was obtained. G, chikazawa., et al. "Aortic arch banding procedure for proximal type I endoleak after thoracic endovascular aneurysm repair with the chimney technique." Journal of vascular surgery cases and innovative techniques. 2017, vol.3 (4). 228-231. On an unknown date, the patient emergently admitted to the hospital due to a ruptured aortic arch aneurysm. The patient also had consumption coagulopathy disorders as well as hemorrhagic shock due to the aneurysm rupture so that a surgical repair was considered to be high-risk for the patient. Therefore, the patient underwent emergent endovascular repair of the ruptured aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses. Pre-implantation measurement of the ruptured aneurysm diameter was 80mm. Prior to the endoprostheses being implanted, a right axillo-left common carotid-left axillary artery bypass procedure was performed to maintain blood flow to the branch vessels of the aortic arch. The left common carotid artery was also sutured and ligated. Two endoprostheses were then deployed from the ascending aorta (in zone 0) to the descending thoracic aorta, and as a chimney graft, a gore® excluder® aaa endoprosthesis contralateral leg component (size: 14mm x 14cm, item-/lot numbers are unknown) was also implanted from the brachiocephalic artery to the ascending aorta. Intra-procedure imaging revealed a proximal type I endoleak (gutter endoleak) between the proximal endoprosthesis and the chimney endoprosthesis, but the procedure was concluded with the endoleak being monitored. On an unknown date, two days post initial implant procedure, a follow-up imaging revealed that aneurysm diameter had rapidly increased to 94mm with the persistent proximal type I endoleak. On the same day, aortic banding procedure was performed between the brachiocephalic- and the left common carotid arteries to repair the endoleak. On an unknown date, two days post reintervention, a follow-up study revealed that the endoleak was resolved and aneurysm diameter had decreased to 88mm.